Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5. It was observed: found stains on the screen; due to pollution of the charged-coupled device (ccd). Stain at the screen; due to change of color for the light guide lens. The condition of the light guide bundle was not good, there was a gap at the adhesive part of the bending section cover, insertion resistance was found out of standards; due to breakage of bending section cover. Creases were found at switch1 and switch, and a crease at the screen; due to damaged (ccd). The angulation of the up direction was out of standards; due to worn angle-wire. The gap of up/down knob is out of standards; due to worn-angle. And foreign material came out of the suction cylinder. The protector of the insertion was damaged, the suction cylinder was discolored. And error code e931 was observed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, that the gastrointestinal videoscope light guide lens was stained and had discoloration, during preparation for an unknown diagnostic procedure. Upon inspection of the customer¿s returned device it was observed, foreign material was coming out from the suction cylinder, and the distal end was found dirty, (foreign material was attached on plastic distal end cover, light guide lens, and objective lens). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.